Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the hakim valve was implanted via l-p shunt on (B)(6) 2020 with 170mmh20 due to inph (idiopathic normal pressure hydrocephalus). The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). In a follow-up visit, the patient complained of anisuria and the setting was changed to 120 ¿110 -- 80 while checking the status of urinary incontinence. On (B)(6) 2020, the patient fell. CT was performed and confirmed hematoma and in the same day, the setting was changed to 200mmh2o. On (B)(6) 2020, the status of hematoma was stable, and the physician decided to see how it goes for a while.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was not returned for evaluation (per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.